Event description:
It was reported that during a procedure for tumor resection, the disposable perforator failed to disengage after drilling of the pt's cranium. The pt's dura was torn in two locations.